Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer chose to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it with a pre-paid label. The pump was within warranty, and a replacement was arranged.